Event description:
Reporter indicated a vns patient had died possibly due to sudep, but this was uncertain. The patient was at home at the time of death. All attempts for further information from the reporter have been unsuccessful to date.